Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012024672); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012024665); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no pre-balloon aortic valvuloplasty (bav) was performed and the valve was implanted at a depth of 5 millimeter (mm) on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). A post bav was performed with a 20 mm non-medtronic balloon. Trace pericardial effusion was detected and monitored with repeat echocardiograms. The patient was hypotensive. A pericardiocentesis was performed. The reason for the pericardial effusion is unknown however it was possibly due when the j wire was placed in the left ventricle. It was unlikely due to the post bav as it appeared a larger balloon could have been used. No additional adverse patient effects were reported.